Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received information from technical support on how to reset the pump and successfully started their sensor session without further errors.